Event description:
It was reported that during an orif procedure on a foot, the drill bit broke. All of the pieces were retrieved from the patient and discarded. The surgeon used another drill bit to complete the procedure with no adverse effect to the patient. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The device was not received, and this complaint was deemed invalid from a design standpoint.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data: original awareness date: 12/01/2011.